Manufacturer narrative:
Other relevant device(s) are: product ID: bi-500-01065 (software version: 4.1.0). No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the imaging system had a red x on the motion indicators of the pendant and was displaying stand alone mode. A medtronic representative (rep) attempted to re-home the system and it completed a few motions but not completely. They were able to move the gantry positions but were unable to open the door or dock the system. The site had restarted multiple times but the system stayed in stand alone mode. There was no patient present when this issue was identified. It was later reported that the issue resolved after motion re-calibration.